Manufacturer narrative:
(B)(4).

Event description:
It was reported that applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and no damage was found. Applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a detached needle was found in connection to the reported allegation. The probable cause of the detached needle was determined to be probable cause from inv. No injury or medical intervention was reported.